Event description:
It was reported that telemetry could not be established with the device. It was noted that the patient had not been seen in the clinic for several years and the physician felt the loss of function was likely due to normal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383059, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges like that seen in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.